Event description:
The hosp reported that during an endoscopic vein harvesting procedure, the short port btt would not hold air when staff pushed in the syringe, filled the balloon with air then pulled out the syringe. As a result, the balloon would not remain inflated. A sterile stop cock was used on the same device in order to complete the procedure. The hosp did not report any pt complications. The reporter could not provide any further details concerning the failure. This is not an MDR reportable event. Maquet received the device on 08/27/2009 and upon decontamination on 08/28/2009, the visual inspection revealed that the outer coating was torn. Qa interpreted this to mean that the balloon popped/burst/or ruptured and this is an MDR reportable event.

Manufacturer narrative:
Investigation results: an attempt was made to inflate the balloon with 25cc of air, but the balloon would not hold air. Closer visual inspection observed that the balloon had a tear. The balloon had burst at some point in time. The balloon material formed a complete assembly. The tear in the balloon prevents it from inflating or remaining inflated. The reported failure was confirmed. A lot history record review was completed for the product and there was no nonconformance associated with the lot #. (B)(4).